Manufacturer narrative:
Investigation summary: the investigation has been completed. Tachycardia: in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Fever/thrombocytopenia/tachypnea: the cause of the injury was not determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.

Event description:
The complainant reported that after successful coronary artery bypass graft, an impella 5.5 was placed for recovery. On day two of impella 5.5 support, the patient spiked a temperature. A couple days later, the patient continued with a fever requiring tylenol. Additionally, the patient¿s heparin-induced thrombocytopenia panel came back positive for heparin-induced thrombocytopenia. It was further reported that when the patient was extubated. The patient had some spasm and airway restriction that led to the patient becoming tachycardiac and tachypneic. A decision was made to re-intubate so that steroids can be given. The impella 5.5 was weaned and explanted as planned. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿